Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy

Event description:
It was reported that the patient's generator is superficial under the skin due to patient losing weight. Diagnostics were noted to be ok and no anomalies were noted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.